Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range shocking impedance of greater than 200 ohms via the patient's home monitoring equipment.

Event description:
Additional information became available that this lead also exhibited a low shock impedance measurement via the remote monitoring equipment.

Event description:
Additional information was received that this patient's impedances continued to fluctuate and defibrillation threshold (dft) testing was performed which resulted in normal impedances. No further changes were made to the patient's device. To date, no adverse patient effects have been reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Additional information was received that this patient's home monitoring equipment detected a low out of range shocking impedance measurement for this right ventricular (rv) lead. The patient has a deep brain stimulator that was thought might be causing some interference, so the impedances were testing in an office follow up appointment. The impedances were within normal ranges, however a self test reading showed less than 20 ohms. The patient was to be seen again for testing but never showed up for that appointment. The lead remains implanted. To date, no adverse patient effects have been reported.